Event description:
Boston scientific received information that this pacemaker had a magnet rate of 100. One month ago the estimated longevity was 1.5 years and a month later was less than 6 months. There was inquiry of the discrepancy as there was report that there were no changes in outputs or automatic gain control. Technical services discussed possible causes. The device was operating normally and all daily measurements were present. Technical services also commented that the overall longevity appeared to be on target. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.